Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had update occurred during an operating room procedure. A technical support specialist (tss) checked the device and the station's or1 error logs indicated that a power failure had occurred. The subsequent boot-up appeared to have triggered windows updates, which had already been reported. Tss requested that the customer verify whether the issue was recurring and advised that a technician would be assigned to inspect the uninterruptible power supply (ups) if needed. The customer was emailed for follow up, but no further updates were received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system performed an unexpected update during a surgical case. Staff reported that monthly manual reboots were routinely performed, but the update occurred independently of those procedures. The unexpected update interrupted normal system availability and could have affected medication access during the case. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.